Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported two screw heads fractured off after a few turns of the manual screwdriver during a procedure. The surgeon decided to leave the remaining portion of the fractured screws implanted in the patient's cranium as they were not protruding.